Event description:
It was reported that during treatment the device stopped working and the therapy was suspended for one day. No harm or injury reported.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. The device is intended to display an alarm/ alert if it detects an issue and may discontinue applying therapy until the issue is resolved. An inoperational or stopped pump would not be likely to cause or contribute to death or serious injury. Event may cause minor or temporary injury (e.g., delayed wound healing, maceration, etc.) Requiring no or minor medical intervention. Event may require use of a backup device to continue therapy. This event did not lead to a death or serious injury, nor would it be likely to cause or contribute to a death or serious injury if it were to recur. This event is considered not reportable pursuant to 21 cfr §803.

Manufacturer narrative:
H3, h6: the device that was used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. Probable root cause may include a component or battery failure. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found further instances of the reported event. The instructions for use have been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain details relating to harm. However, the clinical review has not established a causal link. Additional risk management review is not required. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for adverse trends related to this product.